Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
(B)(6). An event related to patient factors involving a trident liner was reported. The event was not confirmed. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that the event could not be confirmed. Further information such as clinical history and operative notes are needed to further investigate. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event.

Event description:
It was reported that primary was done on (B)(6) 2014. Patient is being revised for evacuation of hematoma. The liner and ball will be removed and replaced.

Event description:
It was reported that primary was done on (B)(6) 2014. Patient is being revised for evacuation of hematoma. The liner and ball will be removed and replaced.